Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and rsd/causalgia-complex regional pain syndrome. It was reported that there was pain at the implant site, the buttocks. This was considered a sudden change in therapy/symptoms. On the morning of the report, the patient started having pain right around the battery and it was going down her side (right around her buttocks) and a little bit down the leg and it has never been painful before. It didn't appear red at the implant site and the patient had not had any falls or trauma. The patient stated that her implantable neurostimulator battery was getting low.